Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received erroneous results for two samples from the same patient tested for the elecsys troponin t high sensitive stat assay - tnths stat on the e602 and e411 analyzers. The customer measures samples with both analyzers because erroneous low results are generated sporadically. The customer did not know which values were correct. No errors occurred on the analyzers and no other tests were affected. The first sample was a serum sample and initially resulted as 0.266 ng/ml when tested on the e602 analyzer. The 0.266 ng/ml value was reported outside of the laboratory and was said to compare to a previous result. The sample was repeated two additional times on the e602 analyzer, resulting as 0.247 ng/ml and 0.245 ng/ml. The same sample was tested three times on the e411 analyzer, resulting as 0.556 ng/ml, 0.549 ng/ml, and 0.551 ng/ml. The first sample was diluted times 2 and tested on both analyzers. The times 2 diluted sample resulted as 0.167 ng/ml on the e602 analyzer and 0.314 ng/ml on the e411 analyzer. The first sample was also diluted times 4 and tested on both analyzers. The times 4 diluted sample resulted as 0.104 ng/ml on the e602 analyzer and 0.176 ng/ml on the e411 analyzer. The second sample was a plasma sample and resulted as 0.217 ng/ml when tested on the e602 analyzer. The same sample was also tested on the e411 analyzer, resulting as 0.533 ng/ml. The patient was not adversely affected. The e602 analyzer serial number was (B)(4). The e411 analyzer serial number was (B)(4). An e411 serial number of (B)(4) was also provided. A clarification of the correct e411 serial number has been requested.

Manufacturer narrative:
Sample from the patient was provided for investigation. Initial investigation of the sample confirmed the sample contained an immunoglobulin that reacts with the reagent which may cause a lower sample result. A specific root cause could not be identified as further investigation could not be performed. There was not enough sample left for further investigation. Additional information for further investigation was requested but not provided. Based upon the information provided, a general reagent issue can be excluded as a possible cause.